Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 29, 2016, confirmed that the tissue pad worn and was partially missing. It was found that the fragment returned was the missing part of the tissue pad. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut), then the tissue pad was fallen off due to a load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain gynecology procedure. During procedure, tissue pad was worn and partially fallen off outside the patient. The procedure was completed with another same device. There was no patient injury reported.